Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The deposit in the needle was believed to have caused the issue. The cause of the deposit was unclear because it was discarded. A general instrument issue was not suspected as performance was within specification when the deposit was not present.

Event description:
The customer noticed one of the needles of the analyzer was clogged causing an overflow of solution on two occasions. Only data for 26 patient samples from one event was provided. Of this data only the results for 10 patient samples were discrepant. No units of measure were provided. Patient sample 1 initial calcium result was 2.59 and the repeat result was 3.42. Patient sample 2 initial calcium result was 0.04 and the repeat result was 2.41. Patient sample 3 initial calcium result was 1.07 and the repeat result was 2.4. Patient sample 4 initial calcium result was 2.14 and the repeat result was 3.01. Patient sample 5 initial calcium result was 2.85 and the repeat result was 3.43. Patient sample 6 initial calcium result was 1.5 and the repeat result was 2.04. Patient sample 7 initial phenytoin result was 43.2 and the repeat result was 19.8. Patient sample 8 initial calcium result was 1.76 and the repeat result was 2.17. Patient sample 9 initial alanine aminotransferase (alt) result was 12.8 and the repeat result was 25. Patient sample 10 initial alt result was 6.5 and the repeat result was 35. All of the erroneous results were reported outside the laboratory. Information concerning if any patients were adversely affected was requested, but it was unknown. The reagent lot numbers and expiration dates were requested, but were not provided. When the second event occurred, the field service representative saw a white deposit in the needle. The customer pushed the deposit through using a "horse-hair" and it went down the waste tubing. No specific data was provided for this event.